Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was noted hardware part(s) were replaced. The navigation system then passed the system checkout and was found to be fully functional. Follow-up information is being performed to obtain which part was replaced. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. It was reported that the site was experiencing difficulty registering the crw frame. Site attempted to manually register the rods but system never provided a metric. Site attempted to auto register without success. Manual registry again tried without success. There was no delay, no impact to patient, and procedure was completed with alternate navigation system.

Manufacturer narrative:
Correction: no parts were replaced at time of the system checkout. Additional information: a software investigation analysis was initiated to determine the probable cause. The analysis was found to be inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.